Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Customer's wife stated that yesterday, customer had high readings all day long but woke up with an alert saying that the insulin was suspended. Performed troubleshooting. Advised sensor glucose and blood glucose meter reading will be close but rarely match due to how glucose travels in the body. Glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.